Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 28 x 2.75 promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the stent could not track due to the calcification and became damaged. The device was removed and the procedure completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluatd by MFR: promus select ous mr 28mm x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent identified no stent damage. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. No device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 28 x 2.75 promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the stent could not track due to the calcification and became damaged. The device was removed and the procedure completed with a different device. There were no patient complications nor injuries reported.